Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured saccular right cavernous carotid aneurysm, the physician reported that the proximal end of the pipeline would not open (MDR MFR#2029214-2015-00569). It was reported that the patient's vessel was moderately tortuous with one really sharp turn. The physician attempted to deploy the pipeline in the cavernous segment of the internal carotid artery (ica) just proximal to the anterior choroidal artery. Upon deployment the proximal end would not open despite many attempts. After several hours and attempts the physician was able to snare the pipeline device and remove it from the patient. The physician then placed another pipeline device with no difficulty. One day post procedure, the patient suffered right hemisphere ischemic stroke (MDR MFR# 2029214-2015-00570). The patient experienced left hemiparesis and was lethargic. The MRI result showed infarct distal to the aneurysm. The patient was going through stroke care and rehabilitation due to some motor deficit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Same event as reported in MDR MFR#2029214-2015-00569.